Event description:
A customer technical advocate (cta) was contacted with regard to a physician questioning the results for one pt generated using a cell-dyn 3200 cs analyzer. The following results were obtained; hgb=14.1 g/dl, wbc=610 k/ul, and plt=154 k/ul with all qc in range and no flags on the report. The physician questioned the results because thes results were unexpected based on results obtained from a sample drawn two days earlier prior to the pt giving delivery (hgb=10.2 g/dl, wbc=8.45 k/ul, and plt=322 k/ul). The physician ordered a new sample drawn which generated hemoglobin results of 8.99 g/dl and 9.05 g/dl. The original sample was repeated three times yielding hgb values of 8.36 g/dl, 8.33 g/dl, and 8.40 g/dl. No impact to pt management was reported.